Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that there was no output, and that the "patient was in trouble because he was dependent". It was further reported that the doctor wondered if there was a problem with the connector, as the lead had tested ok. The device was explanted and replaced. No further patient complications have been reported as a result of this event, and the patient's status was reported as "fine".

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available, due to confidentiality concerns. Evaluation summary: preliminary testing revealed a no output condition. The no output condition was the result of lifted hybrid bond wires.